Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Reporter phone number: (B)(6). Health effect impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in posterior side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ black particles observed in the surface of the shell.